Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not keeping time on clock. Customer¿s blood glucose was unknown. Customer stated that insulin pump has to reset every time she changes battery, insulin pump had unexplained no delivery, screen was hard to see in bright sunlight, insulin pump has a crack from upper right corner of screen around back of insulin pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected back light anomaly noted. No unexpected time/clock anomalies noted. Device pass displacement test. Device received with stripped battery cap coin slot cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).